Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A complaint history review concluded this was an isolated event. Attempts to obtain medical documents were unsuccessful and thus a thorough medical investigation was not performed. . A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. In reviewing the description of the occurrence, it was determined that no medical intervention was required to treat the condition. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Manufacturer narrative:
Internal complaint reference case-(B)(4). Literature: experience of minimally invasive surgery on 30 cases of o¿donoghue triple syndrome.

Event description:
It was reported that on literature review, "experience of minimally invasive surgery on 30 cases of o¿donoghue triple syndrome", 2 cases of knee flexion exercise angle less than 120° were reported after using an endobutton. The current patient status is unknown.